Event description:
The customer reports that the ventilator expiratory pressure was too high and the inspiratory pressure was too low. The biomed isolated the problem to both pressure transducers. The use of closed suctioning is unknown. There was no patient injury.